Event description:
It was reported post percutaneous coronary intervention (pci) where a 6f introducer sheath was used, a 6f angio-seal was used. The patient returned to the hospital 2 days later with a large hematoma and leg swelling with ecchymosis. The patient's hemoglobin had dropped the next day. The patient was discharged after a 2 day stay in the hospital. The patient was taking anti-coagulant medication.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.